Manufacturer narrative:
Upon an additional review, vitreous culture was performed and identified aspergillus. In surgeon's opinion the device did not cause or contribute to the event. Aspergillus ocular infection may occur in immunocompetent patients with no apparent predisposing factors*. Other potential contributors to the event cannot be ruled out in the absence of additional medical information. (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported a post-operative fungal infection following an intraocular lens (iol) implant procedure. The lens remains implanted. There are two medical device reports associated with this event. This report is associated with patient one of two.

Manufacturer narrative:
Product evaluation: the customer indicated the use of a qualified cartridge, handpiece and viscoelastic. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation.the product investigation could not identify a root cause for the reported event. Additional information was provided on the questionnaire that a vitreous culture was performed with results of aspergillus. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received that the patient experienced poor vision and a vitrectomy was performed. A culture of the vitreous revealed aspergillus.